Manufacturer narrative:
The customer reported blood backing up, and returned one used sample of material: 2477-0007, lot: 24085312. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the complaint of blood backing up was verified. The blood backed up because of a leak in the line, and air could get in through a hole in the tubing. The hole was below the pump, and past the smart site, towards the male luer. The manufacturing site reviewed the warehouse process and found no burrs or sharp edges. After investigation, the damage could not be replicated in the production process and no opportunities were found to address the issue. The tubing damage could not be traced to the manufacturing process. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2477-0007, batch#: 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Rcc received a complaint via email. Lot#: 24085312 (two different ones). Being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot#: 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product#: 2477-0007. Additional information received on 20nov. 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? On (B)(6) 2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2477-0007 batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Lot #24085312 (two different ones). Being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov: 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? (B)(6) 2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details none. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? (B)(6) 2024.